Event description:
Related to (B)(4)and (B)(4). The hospital reported insulation tip not on jaws in back to back cases with the same lot number and decided to be proactive and remove the 11 remaining vh-4000 vasoview hemopro 2 units from the shelf. These items have not been used. No patient involvement.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g4,g7,h2,h3,h6,h10 the devices were returned to the factory for evaluation on (B)(6) 2023. An investigation was conducted on (B)(6) 2024. Devices were returned inside their respective product packaging. A visual inspection was conducted. No signs of clinical use was observed. Each product tray was sealed inside each respective pouch. The jaws of the 11 devices were observed to be intact, with no visual defects observed. There was no peeling of the clear silicone insulation on both the hot and cold jaws on any of the devices jaws. Onetrack (B)(4) was returned in an opened state. There were no signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the harvesting device. The heater wire was observed to be intact. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No peeling or delamination was observed. Based on the returned condition of the devices and no specific failure reported, there were no failures observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000347797 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.